Event description:
It was reported that an ilet user experienced hyperglycemia while using the device, with a highest documented blood glucose of 368 mg/dl and on-device notifications for high glucose and insulin set expiration; the user had not eaten, had changed out pump supplies independently, and reported persistent elevated glucose despite usual correction, after which replacement of supplies was followed by glucose trending down to 176 mg/dl on cgm. Symptoms included headache consistent with hyperglycemia. Outcomes included no hospitalization and resolution of hyperglycemia after supply change. Investigation included review of device use, reported alerts, and user troubleshooting steps. Investigation of this case revealed no visible issues with the removed infusion components per caregiver report and no evidence of leakage or site irritation, while temporal association with supply replacement supports possible infusion set or site delivery issue, with a concurrent suspected viral illness also considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.